Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a12.6mm micl12.6 implantable collamer lens, -10.5 diopter, on (B)(6) 2016. The lens was reported as having a shallow vault. The patient returned for a post-op visit a couple of weeks ago with worsening vision and a lot of haze. The patient had anterior subcapsular cataracts ou, od is worse than os. Od is correctable to 20/25 and os is only superior so not sensitive to cataract quite yet. The patient is not happy with her vision and is being monitored. The lens remains implanted. See MFR. Report # 2023826-2018-01363 for fellow eye.

Manufacturer narrative:
The reporter indicated the surgeon implanted a12.6mm micl12.6 implantable collamer lens, -9.00 diopter, on (B)(6) 2016. The lens was reported as having a shallow vault. The patient returned for a post-op visit a couple of weeks ago with worsening vision and a lot of haze. The patient had anterior subcapsular cataracts ou, od is worse than os. Od is correctable to 20/25 and os is only superior so not sensitive to cataract quite yet. The patient is not happy with her vision and is being monitored. The lens remains implanted. See MFR. Report # 2023826-2018-01363 for fellow eye. Claim # (B)(4).